Event description:
A follow-up report is being submitted to make correction to the date within the event description. Subarachnoid hemorrhage. Event date: 30nov2023. A post-thrombectomy CT done on (B)(6) 2023 showed a subarachnoid hemorrhage. Follow-up cts done on (B)(6) 2023 and(B)(6) 2023 showed unchanged subarachnoid hemorrhage and no new hemorrhage. No other follow-up imaging was ordered.

Manufacturer narrative:
Date correction was made in section b5.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies thrombolytic occlusion as a potential complication associated with use of the device.

Event description:
As reported through the sofast clinical trial (event -002), the subject was taken to the angiography suite for mechanical thrombectomy for a right temporal m2 occlusion on (B)(6) 2023. After the initial pass, the occluded temporal m2 was open but residual occlusion of a superior/parietal branch remained. A second pass was made which opened up the m3 but there was a residual m4 occlusion. This was left alone per the operative note. Control angiography after the second pass showed delayed filling of a parietal wedge but reasonable retrograde filling. Independent reviewing committee cec and adjudicated as related possibly to device, definitely to procedure. Additional information indicated: no intervention was performed. The patient was successfully extubated. On evaluation the patient continues to have right gaze preference although neglect seems slightly improved. Still with left facial droop and right hemiparesis. New information indicated: event -004: subarachnoid hemorrhage. Event date: (B)(6) 2024 a post-thrombectomy CT done on (B)(6) 2023 showed a subarachnoid hemorrhage. Follow-up cts done on (B)(6) 2023 and 02dec2023 showed unchanged subarachnoid hemorrhage and no new hemorrhage. No other follow-up imaging was ordered. Resolved without sequelae. Independent reviewing committee cec and adjudicated as possibly related to the sofia, definitely related to the procedure.